Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and perform o2 blender calibration and operational verification procedure. The device passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported the vela ventilator have a large leak inside the unit when o2 pressure from the wall is applied. The customer confirmed that there was no patient involvement associated with the reported event.